Event description:
On (B)(6) 2025, a home care facility administrator and peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the pdrn, it was reported this patient expired on (B)(6) 2025 at home due to a cardiac arrest, attributed to multimorbidity that included a significant history of cardiovascular disease. It was explained that the patient had been in and out of the hospital in recent months for a decline in overall health and for reasons unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was found unresponsive by family on the morning of 11/jan/2025 while still connected to her cycler. Emergency services were not contacted, and the patient was pronounced deceased in her home without transport to the hospital. It was confirmed the patient¿s cardiac arrest leading to her death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, a home care facility administrator and peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the pdrn, it was reported this patient expired on (B)(6) 2025 at home due to a cardiac arrest, attributed to multimorbidity that included a significant history of cardiovascular disease. It was explained that the patient had been in and out of the hospital in recent months for a decline in overall health and for reasons unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was found unresponsive by family on the morning of (B)(6) 2025 while still connected to her cycler. Emergency services were not contacted, and the patient was pronounced deceased in her home without transport to the hospital. It was confirmed the patient¿s cardiac arrest leading to her death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s cardiac arrest and subsequent death can be attributed to a significant history of cardiovascular disease with multimorbidity. There was no indication of an associated deficiency or malfunction of any fresenius product(s) or device(s) as confirmed by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.